Manufacturer narrative:
A followup report will be submitted upon completion of this investigation.

Event description:
It was reported that the top side of the infinity docking station (ids) that holds the monitor was broken off of the bottom that joins with the support arm. As a result, the monitor fell down on the patient¿s nose. The patient received a cut that required stitches and a broken nose.

Manufacturer narrative:
It was reported the ids broke and the monitor fell on a patient causing a broken nose and requiring stitches. The ids was analyzed by draeger where it separated from the top and bottom half. All six pem nuts which hold the six screws connecting the two halves were stripped out of the casing. The ids had been in service since 2005 and was last serviced by draeger in december 2008 where it passed testing. No additional servicing was performed by draeger. Where the ids was in use for over a decade and passed testing in december 2008 by draeger, and no additional servicing was performed by draeger, it is unknown what occurred during this time. Thus, it could not be determined if this damage was incurred due to wear and tear over a decade or from use outside of what is normal and expected. The IFU also provides a caution: this device must be inspected and serviced at regular intervals. Root cause could not be determined and no malfunction could be verified.

Event description:
It was reported that the top side of the infinity docking station (ids) that holds the monitor was broken off of the bottom that joins with the support arm. As a result, the monitor fell down on the patient¿s nose. The patient received a cut that required stitches and a broken nose.